Event description:
The patient's generator was replaced prophylactically and the lead was replaced due to the reported high impedance. The explanted products were received by the manufacture for product analysis. Product analysis of the suspect product, the lead, has not been completed to date. The returned generator performed according to functional specifications and results of diagnostic testing indicated the device operated properly and communicated properly. There were no adverse functional, mechanical or visual issues identified with the returned generator. An x-ray image was received of the lead; however, due to the quality of the image the generator could not be visualized and the exact positioning of the lead could not be assessed. The lead appeared to be visualized in the neck and possibly in the chest; however, proper strain relief could not be assessed due to the quality of the image. Based on the scope and quality of the image, it could not be determined if the lead was behind the generator. It could not be assessed if the lead wires were intact at the connector pin per the quality of the image. The lead was assessed for fractures and no gross fractures or discontinuities were noted in the section of lead that was visualized. Based on the x-rays received, the cause for the high impedance cannot be determined at this time. Note that the presence of problems in obscured portions of the lead and microfractures could be ruled out. No further relevant information has been received to date.

Event description:
The lead underwent product analysis and based on the findings were was no evidence to suggest discontinuities which may have contributed to the reported high impedance. The condition of the returned lead portions was consistent with conditions typically found following an explant procedure. Note, the electrodes were not returned for analysis and therefore an evaluation cannot be made on that portion of the lead. There was a set of setscrew marks found near the end of the connector pin and canted spring indentions observed indicating that the lead had not been fully inserted at one point; however, there was an additional set of setscrew marks found on the connector pin which provided evidence of a good mechanical and electrical connection present at one time. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that the patient had a couple of falls, but reportedly nothing major that would cause the lead to become damaged. It was also reported that the patient experienced an infection, unrelated to vns, that began at her right side and went to the left and was treated with antibiotics. It was reported that x-rays were performed but have not been received for review to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.